Event description:
The complainant reported during impella cp support, the 60-year-old male patient¿s legs were cold and had no pulses. The doctor confirmed distal flow past impella using contrast through repositioning unit side port. Air in purge alarm occurred after purge bag change; line de-aired without issue. Additionally, the patient had hemolyzed blood. Impella position was confirmed to be under papillary muscle. Showing impella flow reduced and lower than expected flows in auto and p-9. The doctor attempted several times to reposition, at both p-9 and p-2, with insertion sheath still in place. While at p-2, impella popped back across atrioventricular (av). The doctor was unable to re-advance. The doctor replaced impella with a second cp through the same site.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
The investigation for the hemolysis, low pump flow, and positioning issues has been completed. Data was not returned for review. Pump was returned for analysis. Visual inspection found no issues on the pump. Based on clinical description and product analysis, the root cause of low flow was most likely due to pump was not in the proper position under the papillary muscle leading to a cannula kink. The root cause of hemolysis was most likely due to pump was not in the proper position. The root cause of positioning issue was most likely use related since the dislodgement occurred during repositioning. Added d9 device return date corrections to the initial MFR report: g1 MDR reporting contact email.